Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the focus button was broken, no image was due to a faulty cable and the UDI label was faded on the rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a button missing on the 4k camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to correct information, as well as provide additional information to b5 that was obtained from the customer.

Event description:
This report is being submitted for the malfunction (loss of image) found during evaluation. Additionally, the initial reporter provided additional information noting the reported event (missing button) was found prior to an unknown procedure. The procedure was completed using a similar device and there was no delay to the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a cable failure. The root cause of the cable failure was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.